Event description:
It was reported that the device was explanted after an implant duration of approximately 0.8 months, due to unknown reasons. No further details were provided.

Event description:
While performing an investigation on a customer's freestyle navigator cgms, a crack was observed on the lower housing near the battery door latches of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to mitral regurgitation. The operative report was also received. The device history record (DHR) review was completed on 11/24/2009, and there was no nonconformance found related to this event.